Event description:
It was reported that: dr. (B)(6) stated that "the pt had onset of pain starting (B)(6) 2011."

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 8 deg 38mm, cat# nlv-380800y, lot# 27502301. Trident psl ha cluster 56mm, cat# 542-11-56f, lot# mjk6r6. Trident 0 deg insert 40mm, cat# 623-00-40f, lot# mjpw11. Delta un.fem hd 40mm, cat# 6519-1-040, lot# 34337401. Uni adaptor sleeve v40 ti, cat# 6519-t-100, lot# 31766204. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.